Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was programmed with test glucose meter. The insulin pump communicated properly and recorded the 53 mg/dl value properly from glucose meter. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, broken battery tube threads, cracked display window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump was cracked and the battery compartment was chipped. The customer also reported that the meter was not reading correctly. The customer's blood glucose was unknown at the time of incident. The customer also reported that they experienced low blood glucose of 30 mg/dl and treated with carbohydrates. The customer stated that the blood glucose went up to 200 mg/dl. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.